Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced cannula crimped event on (B)(6) 2024 within 3 or more hours after insertion. Site where infusion set was inserted was abdomen. Blood glucose at the time of event was noticed 315 mg/dl. Patient took correction bolus via pump. No further information available.